Event description:
Reportable based on analysis completed on (B)(4) 2014. The target lesion was located in a mildly calcified left anterior descending (lad) artery. A 3.00x12mm promus element drug eluting stent was advanced to the lesion, however, resistance was encountered and the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed that the stent was detached/separated from the balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was returned for analysis, however, the stent itself was not returned. A visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).